Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did exhibit low shock impedance. Episodes were then reviewed by the boston scientific local area sales representative and determined to be within range. There was no report of adverse patient effect associated with this clinical observation.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.